Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During priming of the thermogard console, the console displayed an air trap alarm and observed the start-up kit (suk) has a leak on the air trap assembly. Following this the console and suk was replaced with no further issue. No patient consequence.